Event description:
Event description guidant received information that the patient with this lead came into the emergency room complaining of dizziness. While the system was being checked there was a 3 second pause due to loss of ventricular capture. The lead impedance was high and the non-guidant pacemaker gave a high lead impedance warning. A ventricular lead fracture is suspected. The non-guidant device is nearing replacement time so the doctor will replace the device and lead at the same time.